Event description:
The customer reported that the handle was stiff. The fse reported that the steering was tight. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The steering was adjusted during the service call. The system was tested and found to be working as intended and put back into service.